Manufacturer narrative:
All buttons functioned properly. However, corroded keypad traces were found. There was no button error alarm during testing. The insulin pump was received with a cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and a cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known at the time of the incident. The customer stated the insulin pump may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.